Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - 64.9kg. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the manufacturing record and the product-release judgement record of the involved product code/lot number combination confirmed that there were not any indications of anomaly in them. The record of outer diameter and distal tip fracture strength at the time of shipping inspection was confirmed for the product of the involved product code/lot number combination. No anomaly was found. A search of the complaint file found no other similar report with the involved product code/lot number combination from other facilities. Please see MDR 2243441-2022-00017 for the importer report on this reported event. (B)(4).

Event description:
Terumo medical received a user facility medwatch report (B)(4). The event description states: "during cath lab procedure stents were placed, the distal tip of an interventional guidewire (run-through ns) became trapped between 2 stents, it kinked and subsequently broke off. Many attempts were made to expand the stent struts and retrieve the tip using various balloons; however, they were unsuccessful. This distal tip of the guidewire was retained in the patient's right coronary artery (rca). Additional information was received on 16 may 2022: the procedure performed for the patient at the time the issue occurred was a percutaneous transluminal coronary angioplasty (ptca) with stent. The patient condition was stable. There will be no additional attempts to retrieve the wire from the patient's coronary artery (rca). The approximate size of the distal tip retained in patient is approximately 30mm. The equipment/other devices used with the reported product was a resolute onyx stent, nc euphora balloon and spphire ii pro balloon.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual sample was received by ashitaka factory on 20 jun 2022. The actual sample was one runthrough ns. Visual inspection of the actual sample found that the distal end had been fractured. The niti core inside the platinum coil section of the actual sample was measured. In comparison with a current product sample, it was found that distal section of niti core was missing approximately 9 mm from the actual sample. Length of the niti core inside the platinum coil: (1) actual sample: approximately 21 mm. (2) current product sample: approximately 30 mm. Magnifying inspection of the actual sample found the fracture end of platinum coil near the joint of platinum coil, stainless steel coil, and niti core. From this, it was considered that the platinum coil that had been located in the area 0 mm - approximately 30 mm from the distal end was missing from the actual sample. Electron microscopic inspection of the niti core found that the fractured end was tapered, and the fractured surface was inclined. A dimple pattern (a hole-shaped pattern) was found on the fractured surface. The thickness of the niti-core wire was measured in the vicinity of the fracture and confirmed to be equivalent to that of the current product sample. No anomaly was observed. Based on our past knowledge, the following simulation test was performed. Using a factory-retained runthrough ns, the distal end of coil was trapped and following force a - d was applied respectively. In each case, the niti core inside the platinum coil was fractured. Then, a removal operation was performed. The platinum coil was frayed and elongated. When the removal operation was continued, it was found that the platinum coil was fractured. Subsequently, electron microscopic inspection of the fractured end of niti core was performed. Following results were obtained. (1) when pulling force was applied: it was found that the fractured end was tapered, and the fractured surface was inclined. A dimple pattern (a hole-shaped pattern) was found on the fractured surface. It was very similar to the state of actual sample. (2) when repeated bending force was applied: the fractured end was not curved or tapered, and a dimple pattern was found on the fractured surface. It was different from the state of actual sample. (3) when torque force was applied: the fractured end was twisted. It was different from the state of actual sample. (4) when pulling force is applied in a looped state: the fractured end was curved, and a torsional deformation was observed on the fracture surface. It was different from the state of actual sample. Based on the investigation result, as a possible cause of this complaint, the following mechanism was inferred to have caused the fracturing. The distal end of actual sample was trapped between two stent struts. When a withdrawal operation was being performed in order to release the trapping state, tensile force was applied to the actual sample, which resulted in the fracture of niti core inside the platinum coil section. After that, when the withdrawal operation continued, the platinum coil was unraveled and elongated. As a result of continuing the withdrawal operation further, the platinum coil was fractured. Ashitaka factory is always continuing diligence in maintaining the product quality by performing extensive controls, for example, as follows: (1) after the coil-core-fixing process, 100% visual inspection is performed to assure that there is no deformation on the coil. (2) after the product assembling process, the outer diameter is measured on 100% basis to assure that there is no anomaly on it. (3) 100% tensile strength test is performed to confirm there is no anomaly in it. (4) in the shipping inspection, sampling-based tensile strength test is performed to confirm there is no anomaly in it. IFU states: "- if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilation catheter. - manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent."